Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, an investigation cannot be performed. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the coronary artery using an indigo system catrx aspiration catheter (catrx), a non-penumbra guide catheter, and a guidewire. During the procedure, while advancing the catrx though the guide catheter to the target location, the physician experienced resistance. It was reported that the physician had difficulty advancing the catrx. While removing the catrx, the catrx fractured at the midshaft. Therefore, the guide catheter containing the fractured catrx was removed. No additional information was provided. There was no report of an adverse effect to the patient.